Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered inappropriate anti-tachycardia pacing (atp) and 5 electric shocks due to atrial fibrillation (af) with rapid ventricular response (rvr). Reprogramming options were recommended. No additional adverse patient effects were reported. This device remains in service.